Manufacturer narrative:
Medtronic investigation of returned (8) batteries finds that the reported issue could not be confirmed. Functional testing under no load each battery measured between 12.73 vdc and 12.83 vdc. This is greater than the rated 12vdc. No fault found. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was confirmed that the motion batteries were not holding the proper charge. The batteries were replaced, the charger boards tested, and the issue was resolved. The batteries have been returned to the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following replacement of the batteries, and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that the imaging system motion batteries were not holding a charge. It was reported that the system was powered down, plugged into a known functioning power outlet, and allowed to charge overnight. The batteries still did not retain the proper charge. This was discovered apart from any patient involvement. No additional details were provided.